Manufacturer narrative:
Analysis was originally performed by a philips remote service engineer (rse). The rse spoke to the customer, and the screen was reconnected, and the volume was turned up to the maximum. The sound could still not be heard, but the visual alarms were visible. A philips field service engineer (fse) went onsite and found that the audio card of the central unit had been misconfigured. Based on the results of the analysis, the cause of the reported problem was the configuration. The issue was resolved by reassigning the audio output through the speaker, and the alarm system works correctly.

Event description:
Philips received a complaint on patient information center ix indicating that the alarms were not sounding on the central monitor after being replaced with a new monitor. The device was in use on a patient at the time of the event. There was no adverse event reported.